Manufacturer narrative:
Visual examination of the returned device found no anomalies. Testing could not determine a plausible cause for the alleged issue. The reported complaint could not be duplicated and no root cause could be identified. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Event description:
The hospital biomedical engineer reported for the perfusionist that an issue was encountered with the mps delivery set during use. The report stated that during a procedure the additive and arrest agent cassettes completely emptied out on both sides. The report stated that troubleshooting over the phone determined the issue was with the delivery set rather than with the console. There were no patient complications reported as a result of the alleged issue. The delivery set was returned to the manufacturer for evaluation.